Manufacturer narrative:
Correction: no damage was found to the stapler sheath during the failure analysis investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the advanced instrument log for the stapler 30 curved-tip instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show the instrument was installed on the system two times, and it fired two white reloads. On the first install, both clamping and firing were completed without error. On the second install, the first clamp was successful, but it was followed by a firing failure. The firing stopped at about 50 percent completion. The logs show error 22030 representing a firing failure. The stapler was then removed, and it was not used in the procedure again. There were no additional stapler related errors in the logs. A review of the provided image was performed by an isi fae. Per the fae, the image shows an xi stapler 30 - curved-tip instrument with a white reload installed. The blade of the reload is exposed around the 20mm mark of the cut line. It appears from the image that the stapler experienced a partial fire.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a partial fire occurred while using the stapler 30 curved-tip instrument loaded with a white stapler 30 reload on the left inferior pulmonary vein. The firing sequence was interrupted, and error code 22030 appeared, indicating a firing failure. The staples were partially applied to the proximal end of the tissue, and there was no evidence that the tissue was cut; it was unclear whether or not the blade ran at all. The vessel was not calcified, and there was no tissue tension or bunching. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. Buttress material was not used. There was no bleeding observed on the staple line due to the stapler issue. No blood transfusions were required. There was some unplanned tissue removal, as the vessel was separated on the central side; however, the additional tissue removal still resulted in a successful, acceptable surgical outcome. The issue was resolved with a back-up stapler 30 curved-tip instrument, and the procedure was completed without further issues. The customer received phone assistance from a technical support engineer (tse) following the use of the back-up stapler instrument. The tse confirmed the appearance of error 22030 indicating stapler firing failure. The tse advised the customer to use a another reload if grasping thick tissue. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the white stapler 30 reload, the stapler 30 curved-tip instrument, and the disposable stapler sheath associated with the complaint, and failure analysis (fa) investigations were completed. The reload was found to have the knife exposed toward the middle of the knife track. As a result, the cartridge was damaged. A piece of the cartridge was found wedged in between the reload in front of the exposed knife. The pusher could not be fully deployed; thus it was removed. The blade was found to have mechanical indentations. The reload cover was removed, the pusher was removed to allow access to the knife, and the knife was inspected, and damage was found. There were no lodged staples present. The stapler instrument was found to have 1 firing failure based on a review of the logs, which was not replicated through in-house testing. The stapler was installed onto an in-house system, and it was fired on test foam using an in-house green endowrist reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The stapler sheath was found to be damaged.

Event description:
Refer to h10/h11 for follow-up information.